Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that before a coronary artery bypass procedure, it was noticed that the acrobat-I stabilizer vacuum root tube was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was performed. The vacuum tube was torn at the baffle connection and remained attached to the device. The device was evaluated for its mechanical function. Vacuum was unable to be obtained. Based upon these findings, the reported complaint was confirmed. (B)(4).